Manufacturer narrative:
The gore® dryseal sheath with hydrophilic coating instructions for use (IFU) states that adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. If the vessel size is smaller than the introducer sheath outer diameter (9.1 mm for a 24 fr sheath), then vessel damage may result. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, a patient underwent a fenestrated thoracic endovascular aortic repair (tevar) procedure using a cook graft and a gore® dryseal sheath with hydrophilic coating. It was reported the right external iliac was injured by the 24f sheath used to deliver the endograft. Reportedly the patient had ¿small and friable external iliac artery anatomy¿. Reportedly no additional information available (patient name, dob/age, comorbidities and medications or iliac artery measurements). He was called in at the tail end of a cook case, the physician needed a gore device and they were using a 24fr gore® dryseal sheath with hydrophilic coating (lot/serial number is unknown, hospital stock) for the procedure. At the end of the procedure, when physician was removing the sheath a dissection was noted. A 9 mm x 10 cm gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) was used to treat the dissection. The patient tolerated the procedure.